Event description:
Pt involved was male. After the surgery was completed (device was implanted), it was discovered that the implant had expired in 2007.

Manufacturer narrative:
It was a human error. Device not returned to the MFR. A response letter sent to the customer about this case. Labeling clearly indicated the exp date of the device.